Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the health sight viewer was showing etl process delayed. The customer reported that a malfunction affected workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the etl (extract, transform, load) job was down due to the e drive being full on the db server. A technical service specialist accessed the app server, cleaned up the disk, shrank the database space, and dialed into the server. The dashboard showed an error, set the ds server report recovery mode to simple and shrank the database. The etl job ran successfully. The db server e and d drives were full. Ds server report and ds server oltp were taking up the space, so the technical support deleted the backup file and found critical notice was no longer showing up. The system functioned as intended after the technical service specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the health sight viewer was showing etl process delayed. The customer reported that a malfunction affected workflow. There were no adverse events or injuries reported based on this event.